Event description:
It was reported that the customer experienced intermittent issues of the insulin gauge displaying an amount different than expected. There was no reported adverse impact to the customer's blood glucose level. Customer loaded new cartridges to resolve the issues.